Event description:
Related manufacturer reference number: 3006705815-2019-01037.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 3006705815-2019-01037. It was reported physician was unable to implant two different trial leads due to patient's spinal stenosis. The physician elected to abandon the procedure.